Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted. It was determined a feature was noted out of print specification. This condition is commonly seen after the part was used to make multiple insertion attempts and will physically change the part size. A complaint history review revealed minimal complaints reported for this part number.

Event description:
It was reported the surgery was delayed due to the surgeon having trouble seating the device.